Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lumps under arm, pain and a ruptured implant."

Event description:
Patient reported left side "lumps underarm, pain and a ruptured implant". Device remains implanted.